Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient had a small hematoma at the right access site. The sutures were temporarily removed, and additional pressure was applied for 20 minutes. There was no active bleeding at the site and the issue was considered resolved after the pressure was stopped. It was reported that lidocaine was administered to the site. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Based on the information provided, the reported event of hematoma is a known inherent risk of the faradrive sheath. The instructions for use state "potential complications that can occur during minimally invasive cardiac procedures include, but are not limited to, the following: "access site complications (e.g., hematoma, pseudo-aneurysm, laceration, bleeding) potentially requiring surgical intervention" there were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.